Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ipg. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last charged the ipg approximately a month ago. The ipg would no longer communicate with the patient programmer and charger. Surgical intervention will be undertaken to address the issue.